Event description:
It was reported that knee revision was performed due to infections. Knee was aspirated and cultures grown. Knee join exposed debrided specimens taken ane washed out with 8 liters of saline. Poly removed and new poly replaced. The doctor doesn't fault the product.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. [(B)(4)].